Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, cosmetic damage and insulin pump exposed to fluid. Customer's blood glucose level was 407 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised the thick piece of plastic that connected to the reservoir broke off. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to insulin. Customer performed and passed the self-test. Customer was advised to monitor the insulin pump and call back if issues persist.